Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months later post filter deployment, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a guidewire was advanced into the inferior vena cava and digital subtraction venography was performed. The study showed that a bard filter in place. The filter was tilted with the embedding of the filter hook in the vena cava wall. The filter legs are also perforated through the vena cava. A gooseneck snare was advanced and multiple unsuccessful attempts were made at snaring the filter. This was due to filter tilting and embedding of the filter hook within the wall of the vena cava. A forceps was advanced through the sheath and grasped the filter. The filter was removed through the sheath in its entirety. Follow-up digital subtraction venography was performed. The inferior vena cava appears normal both before and after filter removal. There was no evidence of caval injury. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight months post vena cava filter deployment indicated for deep vein thrombosis, the patient presented for retrieval of the filter. Imaging demonstrated a titled filter with limbs extending beyond the confines of the inferior vena cava wall. Initial attempts to retrieve the filter with a snare were unsuccessful. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for lower extremity dvt. Access was gained to the right common femoral vein and the filter was successfully deployed below the renal veins without incident. A follow up venacavagram demonstrated the filter in satisfactory position. Approximately eight months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. The filter was tilted with the hook embedded in the caval wall and limbs were extending through the caval wall. Initial attempts to retrieve the filter using a gooseneck snare were unsuccessful. Subsequently forceps grasped and removed the filter in its entirety. A follow up venacavagram demonstrated no evidence of caval injury. Hemostasis was obtained. The patient tolerated the procedure well without immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Eight months post filter deployment, a venacavagram showed the filter to be tilted with the hook embedded in the caval wall and limbs perforating the caval wall. Attempts were made to remove the filter using a snare device but were unsuccessful. Forceps were used to removed the filter. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall by filter limbs, and difficulties removing the filter. The filter likely had retrieval difficulties due to the angulation of the filter. It is unknown how the filter became tilted based on the information provided. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Perforation or other acute or chronic damage of the ivc wall. It is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight months post vena cava filter deployment indicated for dvt, the patient presented for retrieval of the filter. Imaging demonstrated a titled filter with limbs extending beyond the confines of the ivc wall. Initial attempts to retrieve the filter with a snare were unsuccessful. Subsequently, forceps grasped and removed the filter in its entirety without incident. There was no evidence of caval injury. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.